Event description:
It was reported that the asymptomatic patient¿s implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing, observed on stored egm. It was noted that the device exhibited intermittent ventricular undersensing. It was noted that the device was pacing more during a ventricular tachycardia resulting in pseudo-pseudo fusion. During the clinic visit on 1/15/2018 device oversensing was noted. The patient was treated with oral medication. The patient was fine.